Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of death is estimated as the date of death is unknown.

Event description:
The article, "mitral valve replace postoperative study at our hospital", was reviewed. This research article is a retrospective single center experience to investigate the durability of bioprosthetic valves in mitral valve position. Devices involved included magna mitral ease valve, mitris valve, epic valve, and mosaic valve. The article concluded structural valve deterioration due to leaflet dehiscence was more common in the st jude epic valve due to leaflet fixation due to pannus hyperplasia, suggesting that porcine valves may develop structural valve deterioration slightly earlier. [The primary author of this article is hirohisa murakami, md, 520 saisho, himeji, hyogo 670-0981, japan] it was reported that a total of 546 patient (mechanical valve 237, bioprosthesis 309) underwent mitral valve replacement. The mean age was 74.7. The gender of the majority of the patients' were not reported. Patient medical history included paravalvular leak, hemolysis, structural valve deterioration, chorda tendinea preserved, infectious endocarditis, and mitral regurgitation. 126 patients received the st jude's epic valve.

Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including paravalvular leak, hemolysis, structural valve deterioration, chorda tendinea preserved, infectious endocarditis, and mitral regurgitation which could have been exacerbated by the procedure leading to the complications reported. Some of the complications reported were perivalvular leak, endocarditis, deterioration, perforation, leaflet dehiscence and surgical death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.h6 health effect - clinical code: code 4580 removed. H6 medical device problem code: code 2993 removed.

Event description:
The article, "mitral valve replace postoperative study at our hospital", was reviewed. This research article is a retrospective single center experience to investigate the durability of bioprosthetic valves in mitral valve position. Devices involved included magna mitral ease valve, mitris valve, epic valve, and mosaic valve. The article concluded structural valve deterioration due to leaflet dehiscence was more common in the st jude epic valve due to leaflet fixation due to pannus hyperplasia, suggesting that porcine valves may develop structural valve deterioration slightly earlier. [(B)(6)]. It was reported that a total of (B)(4) ((B)(4)) underwent mitral valve replacement. The mean age was 74.7. The gender of the majority of the patients' were not reported. Patient medical history included paravalvular leak, hemolysis, structural valve deterioration, chorda tendinea preserved, infectious endocarditis, and mitral regurgitation. (B)(4) received the st jude's epic valve.